Event description:
Affected channels were noticed during in situ measurements. According to the user's parents there was no trauma or accident. More information has been requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Affected channels were noticed during in situ measurements. The user has been reimplanted on (B)(6) 2022.